Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer medwatch (B)(4) reports that the surgeon was using the l/s single tooth tenaculum during the laparoscopic supracervical hysterectomy procedure and the tips of the instrument fell apart. All pieces were retrieved through the laparoscope. On (B)(6) 2010, customer reports via telephone that a pin came out of the jaws and it disassembled during use. There was no patient harm. On (B)(6) 2010, the customer reports via e-mail that "the device broke apart during elevation of the uterus and was removed in pieces. All pieces were reported as being collected and the device was reconstructed on the back table. There appeared to be no incident or consequence by this other than the delay in operative time. No x-ray was done. No harm done to patient was confirmed.